Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a test strip port issue and meter reverting to setup mode with a onetouch ultra meter. The complaint was classified based on the customer service rep (csr) documentation and recorded phone conversation. The pt tests her blood sugar at least four times a day and manages her diabetes with sliding-scale insulin taken based on meter readings. The pt stated that it takes more force to insert the test strip into the meter's test strip port and when she removes the test strip from the meter after testing, she reportedly noticed that the edges would peel back. According to the pt, this happened to different test strips vials and to a different boxes (occurred approx 3 weeks ago). Consequently, the pt mentioned that she was still able to test her blood glucose. A day prior, at around 6pm, the pt reportedly first noticed the meter reverting to set up mode after she replaced the meter's battery. She claimed that she did not make any changes to her diabetes regimen after the subject meter reportedly stopped working. As a result, the pt was allegedly not able to test her blood glucose and reported became "shaky" sometime later on the night. Around 2 am on the day of event, the pt reportedly administered self-treatment with grapes and reportedly felt better. She claimed that "shaky" is usually a low blood glucose symptom for her. During the reported event, the pt stated that she was not tested on any other glucometers. There was no meter trauma and this was not a new out of box product. After the csr educated the pt on proper test strip insertion, the test strip issue was still unresolved. However, the alleged issue with the meter reverting to setup mode was resolved with troubleshooting. This complaint is being reported due to the following conclusion: the alleged casing issue (test strip port) was not resolved with troubleshooting. The pt claimed that she developed symptom suggestive of hypoglycemia after the alleged meter issues began. The pt's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.